Event description:
Reporter alleged he attempted to test on his aviva system and obtained an error within device's specifications after he dosed the strip. Reporter stated his wife drove him to the doctor's office where a 647 mg/dl was obtained, and he was sent to the hospital. Reporter stated, he was given insulin shots and IV during his 7 hour stay. Reporter also stated 500 mg of glucophage was added to his medication regimen. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.